Event description:
The expiration date for, cat # 2030381, lot 545921 is 09/30/03. The customer reports the expiration date on the strip vial is 09/30/2007. The actual expiration date is 09/30/03. No report of an adverse event and/or serious injury. Controls were not run. Return requested and replacement was sent.